Event description:
A customer reported that a system message displayed indicating a communication error in the sub-system, during the ultrasound portion of a cataract extraction procedure. The system was rebooted but the issue was not resolved. The residual lens core material was aspirated using a syringe. A posterior capsular tear occurred, but the intraocular lens was able to be implanted and the procedure was completed with no additional issues. Additional info was requested but it is unlikely that any supplemental info will be provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).